Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced inadequate pain relief due to impedance issues surrounding several cervical lead contacts. Reportedly, surgical intervention was undertaken to address the issue wherein during the procedure the physician inadvertently moved the cervical lead. As a result, the cervical lead was replaced with a new model. Effective therapy was restored postoperatively resolving the issue.

Manufacturer narrative:
Corrected data: device was corrected due to the original - (B)(4) trial lead turned to perm cervical lead. The device was implanted (B)(6) 2011.

Manufacturer narrative:
Corrected data: model; implant date; and explant date corrected due to additional follow-up information received regarding the patient's current implanted device. Please disregard previous supplemental report #MDR-2018-34375-01 as it was inadvertently submitted with inaccurate device information.